Manufacturer narrative:
Device power up properly after battery installation. Device passed active current measurement, self test, and displacement test. Power connector plug in and locked in place properly, however device received with high sleep current and unexpected battery power loss, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display after receiving new battery cap. The blood glucose of the customer was 136 mg/dl at the time of the incident. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The device will be returned for the analysis.